Event description:
Customer reports one incident of a blood leak at the onset of treatment on a reused dialyzer (use number unknown). Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 150 cc's. Treatment resumed with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.